Manufacturer narrative:
The cause of the event, a misinterpretation of the "no coag" flag, is user error. A no coagulation result should not be reported as no clear diagnosis can be taken from the "no coag" flag. The physician erroneously interpreted this result as a potential oral anticoagulant overdose and administered vitamin k. The sysmex ca series checking methods scientific bulletin states. No coagulation: this message occurs when the analyzer was unable to detect a coagulation reaction or a weak clot was detected. If the reaction does not reach the "no coagulation threshold" value, the result will be flagged with a "no coagulation" error. When this condition is detected the result will not be reported. Action steps for "no coagulation" check the sample for possible anticoagulant contamination, hemolysis, lipemia, etc. Verify delivery of sample and reagent. Reanalyze the sample. For fibrinogen, if auto-redilution is not set, change the dilution ratio and reanalyze. If error 32 persists on reanalysis of the sample, the sample under-runs the detection limits of the detector. Use an alternate method to confirm the data. Do not report results without numerical values. Siemens evaluation of the prolonged clotting versus lower results with an alternative prothrombin time methodology is a patient sample specific issue. The patient was on chemotherapy. The nature of the chemotherapeutic drugs has not been disclosed, and no sample was available for investigation. The dade innovin IFU states the following: "interfering substances: many commonly administered drugs may affect the results obtained in prothrombin time testing. This should be kept in mind especially when unusual or unexpected abnormal results are obtained. Unexpected abnormal results should be followed by additional coagulation studies to determine the source of the abnormality. Inhibitors such as lupus anticoagulant may interfere with the prothrombin time and result for example in inrs that do not reflect the exact degree of anticoagulation." The instrument and reagent are performing within specifications. No further evaluation of the devices is required.

Event description:
A flagged "no coag" result was obtained for prothrombin time (pt) results on a patient sample. The flagged result was reported to the physician as "no coag". The physician interpreted the no coag" report as a prolonged pt value and prescribed vitamin k treatment. There is no report of adverse outcome to the patient as a result of the vitamin k treatment.